Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) (B) (4) alleging that her onetouch ultra2 meter was reading inaccurately high. The complaint was classified based on the customer service representative (csr) documentation. The pt reported that the alleged inaccuracy began approx 2 months prior to contacting lfs. On unspecified dates/times, the pt claimed she obtained alleged high blood glucose results in the "300 and 400 mg/dl" range. Prior to the start of the alleged issue, the pt stated she was managing her diabetes with 40 units of lantus and 88 units of actrapid insulin. As a result of the alleged high results, the pt claimed she saw her physician on (B) (6) 2010. The pt reported that her physician adjusted her insulin intake based on the higher results she was obtaining with the subject meter. It is not known if the pt's blood glucose was tested on another device at the time of that doctor's office visit. On an unspecified date/time, after the adjustment to her medication was made, the pt claimed she became hypoglycemic as a result of the increased dose of insulin. The pt stated she developed symptoms of "tremors and an increased heart beat." It is not known what medical treatment, if any, the pt received in response to the low glucose symptoms. As a result of the event, the pt stated she saw her physician again (date/time unk). At time of visit, the pt indicated that her doctor suggested a meter to lab comparison. The pt reported obtaining blood glucose results of "302 mg/dl" with the subject meter and "155 mg/dl" on a laboratory device performed a couple of minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20%. At the time of troubleshooting, the csr noted that the pt was using the correct testing technique and confirmed that the pt was using test strips in good condition. Replacement products were sent to the pt. This complaint is being reported because the pt claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.